Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -12.0/1.5/090 (sphere/cylinder/axis) lens tear/break during loading. The lens was not implanted into the patient's left eye (os). The surgery was postponed. The cause is reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).